Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Concomitants - product information: 4894802 200-02-35 - three peg patella 35mm; 5001784 02-012-60-1440 - tru stem ext 14mm x 40mm; 5030261 02-020-13-0250 - truliant cr cem fem cr cem left sz 5; 5144233 204-70-00 - tibial stem ext. Screw; 5146142 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 5 years, 10 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.